Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced syncope and initiated recording on the implantable cardiac monitor. The episode was reviewed and found that the device inappropriately categorize the asystole episode as noise. Due to the significant symptoms of the patient, the physician planned to treat the patient accordingly. No changes were made to the cardiac monitor.